Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient calcification and scar tissue due to circumstances of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery with a little calcification was attempted using a proglide device with a 7f sheath after a left superficial femoral artery arteriogram/atherectomy procedure. Reportedly, there was resistance inserting due to scar tissue. A cuff miss [suture retrieval issue] was noticed. Another proglide device was used without issue to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. All significant available information has been received. No additional requests for information are needed.